Event description:
It was reported that during a tka procedure, the device broke. It is unknown if there was a backup device available (how the surgery concluded) and if there were any delays. No patient injuries reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broke outside of the patient, none of the pieces fell inside and they were all recovered, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.